Event description:
It was reported that the patient experienced abdominal pain with leg stimulation. The onset of pain was one hour after stimulation was turned on and persisted for days after it was turned off. When not in use, the battery drained by 50% within six days. It appeared that the device may have been explanted after six months, but it was not clear. Additional information has been requested, but was not available as of the date of this report.